Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the pump ran dry in (B)(6) 2018 and was dead. The patient was undergoing a magnetic resonance imaging due to the infusion system and the hcp requested compatibility guidelines for the procedure. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 2018-aug-17. The patient reported they were looking for a new doctor to replace their pump because it went dry.